Event description:
It was reported ¿per rn, patient discharged from hospital (B)(6) 2020, hospital staff said they had intermitted issues throughout his admission with flushing and sluggish blood return, noted a kink in line.¿

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed the red and purple connectors from a dual-lumen powerpicc and a segment of dual-lumen tubing between what appeared to be the 34 and 39 cm depth marks. A kink was observed in the tubing between the 35 and 36 cm depth marks. Since the catheter appeared to be kinked, the complaint was confirmed; however the cause of the kink could not be determined from the image. The instructions for use state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redq2777 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redq2777 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported ¿per rn, patient discharged from hospital (B)(6) 2020, hospital staff said they had intermitted issues throughout his admission with flushing and sluggish blood return, noted a kink in line.¿